Manufacturer narrative:
(B) (4). (B) (4). Firing trigger teeth. Evaluation summary: the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device locked out, would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.